Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was selected for use. However, it was noted that the stent did not have a smooth surface and could not be advanced. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal section of the stent, the stent struts were lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was forced against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system during handling post procedure. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. The 0.014" guidewire was loaded in the wire lumen of the device without issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was selected for use. However, it was noted that the stent did not have a smooth surface and could not be advanced. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.